Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a pressure sore under the back left te pad. The patient resided in a nursing home and wound care was being provided by the nursing staff. Medical outcome is unknown.the patient ended use.